Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of air bubbles / air in line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown.

Event description:
It was reported that unspecified bd infusion set had air in line. The following information was received by the initial reporter with the following: it was reported by customer that the air got in the line unit and started peeping air in line error.